Event description:
A patient's caregiver reported that the patient experienced vocal cord paralysis following vns implant surgery. Her generator was turned on (B)(6) 2011, but it was later turned off on (B)(6) 2011 due to the paralysis. The neurologist is not sure of the relationship of vns to vocal cord paralysis. The generator has been disabled since (B)(6) 2011. The diagnostics are reportedly ok. The patient saw an ent and it was determined that she has delayed vocal cord paralysis which was noticed three days after the surgery. The ent offered her vocal fold injection to help with her voice while waiting for the paralysis to heal. The patient's caregivers are considering this option, but no interventions have been completed to date. It will be reassessed when the vocal cord heals. Attempts for additional information have been unsuccessful thus far.